Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision thr - pseudotumor causing dislocation (cobalt levels 182) from mom pinnacle cup/liner/head combination - original thr 2008 debridement, head and liner change plan - could not remove metal liner - cup xplanted - new stryker cup/liner insitu with our ts ceramic 36 +12 head. Patient did not experience a post-op device malfunction. Patient required revision surgery and hardware removal due to metallosis and a new liner/head required after removal of mom.